Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20455087. The leads were not returned as they were disposed of by the medical facility. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient continued to experience inadequate stimulation after reprogramming was attempted. The patient underwent a lead revision procedure where two leads were replaced due to physician preference to use new leads. The patient was doing well post operatively.